Manufacturer narrative:
Event date was estimated to have occurred between 01 september 2023 and 01 august 2024. Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was noted on the device. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.